Event description:
Healthcare professional reported no complaint against the right device. Healthcare professional later reported bilateral "benign calcifications" and "positive phagocytosis" confirmed through mammography. The device has been explanted.

Manufacturer narrative:
Health impact-(B)(4)-device explantation. A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation the device related to the reported event no complaint against the device on (B)(6) 2021, with lot number 2358111. Analysis of the returned device identified the weight the device within specification, deformation, crease fold and wear abrasion. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30009527 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6) 2020 through (B)(6) 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).